Event description:
A home pt contacted baxter's technical service center regarding a reload set 201 during prime. Baxter's technical service representative instructed the home pt to remove the cassette. After removing the cassette, the home pt indicated that the cassette was wet. The home pt was instructed to start over with new supplies. No pt injury or medical intervention was associated with this report per the home pt.